Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert when the pump was plugged into a power source to charge, and the battery gauge was fluctuating. Reportedly, the customer reset the pump and reported that the issue was resolved. Customer¿s blood glucose was 180 mg/dl. Additional information was not provided.